Event description:
It was reported that after the subject stent was advanced approximately 30 cm, there was significant resistance against the subject stent delivery wire, preventing further advancement. While withdrawing the subject stent to the hub of the microcatheter, the subject stent became completely detached within the microcatheter shaft. The physician then withdrew the delivery wire, disconnected the hub, and removed the subject stent. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.